Event description:
It was reported that the patient underwent a posterior cervical spinal fusion at c5-7 to treat a c5 subluxation. It was reported that while placing the crosslink on the rods, the crosslink touched the spinal cord. Immediately post-op the patient presented with muscle weakness and the patient¿s legs were paralyzed. 5 days post-op the patient legs were able to move but it is unknown at this time if the patient will be able to walk.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 7752536, 510k # k082728 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.